Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. E1 updated patient information.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Patient reported they had allergic reaction to the impression kit standard.